Event description:
The following was reported: on (B)(6) 2024, the patient was implanted with gore® excluder® conformable aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after the first stage of deployment, the contralateral gate did not fully open (appeared compressed). Under fluoroscopy images, the compression did not look anatomy related. Images are not available for review. The physician was able to cannulate the contralateral gate and the second stage of deployment was done, the contralateral gate then fully opened. The angulation mechanism was not utilized for this procedure. The procedure concluded with no adverse event to the patient. The patient tolerated the procedure. The root cause is unknown, for the contralateral gate being partially opened/compressed. No further information is available.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.